Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinic via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication fore use. It was reported that the patient had an empty pump. There was no access available to a physician programmer. It was reported that the patient's pump was interrogated at the clinic and the pump showed that an empty reservoir alarm had occurred. It was unknown if the patient had missed a refill. It was unknown when the alarm started. The patient's last scheduled refill date was (B)(6) 2017. The patient had experienced withdrawal symptoms. The patient was given oral baclofen at the hospital and the pump was later refilled on (B)(6) 2017 with 20ml of baclofen. All issues were resolved at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported the pump ran empty because the patient had "transplantation" (believed to have meant transportation) issues getting to the clinic. No further complications were anticipated/ reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.